Event description:
It was reported that a surgical tech at (B)(6) called to report that she is having an adverse reaction every time she handles bone cement. She always has protective gloves on. The adverse reaction includes redness, swelling, blisters. She has been tested by an allergist utilizing msds sheets for simplex, and has also been tested for other components making up any other product she came in contact with, including the gloves. The only allergy detected was to latex, but the only time she is experiencing this adverse reaction is when handling simplex which does not contain latex. She is wondering if there have been other reported cases of this type of reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.